Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation that was bleeding. There was no alleged device malfunction. The patient's doctor advised the patient to remove the device and apply neosporin. It was reported that the irritation had almost completely healed after following the doctor's advice. The ultimate outcome of the rash is not known.